Event description:
In 2002, a diagnostic procedure was performed followed by an uneventful angio-seal deployment to close the arteriotomy site. A pre-deployment angiogram was performed. 4 days later, the patient presented with a femoral aneurysm and was transferred to another facility to have the aneurysm surgically repaired. The following day, it was reported after initial resusitation, the patient underwent an excision and repair of the aneurysm, followed by vein grafting. The reported diagnosis was mycotic pseudoaneurysm of the left femoral artery. The patient was transferred to the intensive care unit, where they developed acute renal failure, necessitating dialysis. A temporary pacemaker was inserted to control arrhythmias. The patient then developed a left lower-lobe pneumonia and progressively deteriorated, requiring re-intubation and ventilation. In view of their multi-system organ failure and after consultation with their family, a decision was made to limit any further active treatment to supportive measures and pain relief only. They passed away 9 days later. The patient had a history of coronary heart disease and severe aortic stenosis.